Event description:
The patient suffered a ventricular perforation during the tavr procedure. The procedure was initially complicated by an svc laceration during access, which was repaired prior to sheath insertion. Later during positioning of the sapien valve, the team noted some bleeding and determined that the extra stiff wire had perforated the left ventricle (lv). The decision was made to proceed with valve deployment as the patient¿s hemodynamics were unstable. The valve was deployed under rapid pacing and in excellent position. The wire and the sheath were retracted, and a large pledgeted 2-0 ethibond was used to repair the ventricle. Intra operatively there was 8l estimated blood loss and a massive transfusion protocol was initiated. The patient was stabilized by the end of the procedure, and was taken to the intensive care unit in guarded but critical condition. Due to post operative renal failure and the patient¿s co morbidities, she was making minimal progress by post-op day 12 and was made dnr. On pod 13 she expired.

Manufacturer narrative:
There are several potential etiologies for ventricular or other cardiac perforations during the tavr procedure, including perforation by the guidewire, delivery system, transvenous pacer (tvp) lead or pa catheter. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. In this case, based on the information provided, it appears that the event was caused by procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the tavr procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricle perforation was caused by procedural factors (perforation with the extra stiff wire). The patient¿s svc perforation was a procedural complication unrelated to any edwards devices. The post procedure renal failure and other complications, as well as the patient¿s subsequent death, were related to the patient¿s co morbidities, and not related to any edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received by medical records indicated the patient expired 13 days post tavr procedure. It is not yet know if there is a relationship between the atrial perforation event and the patient death. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (cs), during the transaortic tavr procedure, post balloon valvuloplasty (bav), the extra stiff guidewire ¿progressed¿ through the patient¿s left atrium. The left atrium was repaired with pledgets and suture. The 23mm sapien valve was successfully deployed in a 50:50 position. The patient was transferred to the ICU after the procedure.